Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (vial 1) is related to case with patient identifier (B)(6) (vial 2).

Event description:
Customer allegedly received the following results, with two different meters and two different vials of strips with the same lot number, within 10 minutes: 255 mg/dl (meter 1 and vial 1), 255 mg/dl (meter 2 and vial 1), and 54 mg/dl (meter 1 and vial 2), 255 mg/dl (meter 2 and vial 2), no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.